Event description:
See section h, number 6, event problem and evaluation codes.

Manufacturer narrative:
Results pending completion of investigation. Device dislodged or dislocated. Delay to treatment/therapy. No clinical signs, symptoms or conditions. Analysis of production records. This is an initial submission as we are pending completion of the device evaluation and investigation.

Event description:
The pne lead broke from the basic trial cable (btc) and a metal pin was being inserted to connect it. After the pne lead broke, a new pne lead had to be placed on the same side as the original. No stimulation could be delivered. The btc was then replaced and the system worked.

Event description:
See section h, number 6, event problem and evaluation codes.